Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, kinked PICC within the vessel, 5cm from the exit site. I could see this on x ray and then when I removed the PICC there was a double fold inside the body at 10cm. There were no holes on removal. The PICC was replaced as he was due further chemotherapy treatment. This resulted in an extra trip to hospital, treatment delayed by one day and 2 chest x-rays. No harm to the patient. No other information was provided.

Event description:
It was reported, kinked PICC within the vessel, 5cm from the exit site. I could see this on x ray and then when I removed the PICC there was a double fold inside the body at 10cm. There were no holes on removal. The PICC was replaced as he was due further chemotherapy treatment. This resulted in an extra trip to hospital, treatment delayed by one day and 2 chest x-rays. No harm to the patient. No other information was provided. Additional information was received for this event as part of a focus survey. The following additional detail was provided: placed july 24th, total catheter length 49cm, placed in the brachial vein, exit site marking 5cm, secured with securacath between 5 and 4cm. PICC used for oncology treatment (5fu, goes home with infusion running for 24 - 48 hours). PICC had an occlusion, tried to bleed back and would not bleed. Chest x ray, could see the twist in the line. Tried to pull back 1cm didnt work so removed. There was no hole, just twisted inside the patient at the 10cm mark. PICC used 2 weeks. Xray imaging of this incident is available. Catheter site cleaned with chloraprep (3ml).

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter was confirmed. The products returned for evaluation were two 4 fr sl powerpicc solo catheters. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed in one of the units (unit 01) between the 9 cm and 10 cm depth markers. The other unit (unit 02) had a kink between the 9 cm and 10 cm depth markers; however, the damage did not penetrate the catheter wall. The damage observed in both units contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) repetitive kinking of the indwelling catheter appears to have contributed to the observed leak; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location in both catheters suggested that catheter securement, access and maintenance techniques may have contributed. A measurement for the catheters outer diameter, inner diameter and wall thickness were taken. Both catheters were found to be within specification. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, kinked PICC within the vessel, 5cm from the exit site. I could see this on x ray and then when I removed the PICC there was a double fold inside the body at 10cm. There were no holes on removal. The PICC was replaced as he was due further chemotherapy treatment. This resulted in an extra trip to hospital, treatment delayed by one day and 2 chest x-rays. No harm to the patient. No other information was provided. Additional information was received for this event as part of a focus survey. The following additional detail was provided: placed (B)(6), total catheter length 49cm, placed in the brachial vein, exit site marking 5cm, secured with securacath between 5 and 4cm. PICC used for oncology treatment (5fu, goes home with infusion running for 24 - 48 hours). PICC had an occlusion, tried to bleed back and would not bleed. Chest x ray, could see the twist in the line. Tried to pull back 1cm didnt work so removed. There was no hole, just twisted inside the patient at the 10cm mark. PICC used 2 weeks. Xray imaging of this incident is available. Catheter site cleaned with chloraprep (3ml).